Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate this unit. The fse could not duplicate the alarms. The unit had condensation build up in the drain line and around the drain filter. The fse performed a condensation removal procedure multiple times to clear the line. The unit was showing performance during the vacuum check in the system diagnostics. The unit's motor was at the interval of needing a 5,000 maintenance kit. The unit passed a complete pm with full functional, safety, and electrical tests to factory specifications. The unit was cleared for clinical use and returned to customer. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a low vacuum error. It is unknown under which circumstances this event occurred; however, there was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Corrected fields: b5, d5, h6- health effect ¿ impact codes. A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse could not duplicate the alarms. The unit had condensation build up in the drain line and around the drain filter. The fse performed a condensation removal procedure multiple times to clear the line. The unit was showing performance during the vacuum check in the system diagnostics. The unit's motor was at the interval of needing a 5,000 maintenance kit. The fse installed 5,000 maintenance kit and replaced expiring batteries. After repair, unit passed complete pm with full calibration, functional checks, safety checks, and electrical safety tests to factory specifcations. The unit was cleared for clinical use and returned to customer.

Event description:
It was reported that during use on the patient the cs300 intra-aortic balloon pump (iabp) had a low vacuum error. There was no patient harm, and no adverse event was reported.